Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing in the ventricular channel. The lead was extracted.

Manufacturer narrative:
Combination product: yes, as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 10th of february 2025 and 7th of october 2025 recorded a stable pacing impedance of 500 ohms and a fluctuating shock impedance between 80 ohms and 100 ohms. The analysis of the provided iegm episodes revealed artifacts on the atrial, rv and ff channel, which led to the reported oversensing as well as two inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.